Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 32 mmol/l. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the drive support cap is not loose, flushed, protruded or sticking out. The customer stated that there are no motor position encoder errors in the alarm history. The customer stated that the alarm occurred during normal basal delivery. The customer was assisted with the displacement test. The customer stated that the test passed. The customer was instructed to change the entire set.